Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional embolization brain aneurysm procedure with an 8f sheath. Reportedly, while advancing the knot, the knot did not advance to the skin and remained stuck 1 cm before the skin. The suture was then cut; manual compression was performed for twenty minutes which ultimately achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.